Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose over 600mg/dl, and she was wearing the insulin pump at time of admission. The customer stated that she was sick, dehydrated, and vomiting for twelve hours. Troubleshooting was performed, and the drive support cap appears to be normal. Instructed the caller to run a manual prime and the insulin did exit. The time and date were incorrect. Assisted the customer with correcting them. The basal rates and bolus wizard settings were correct. Advised the customer to call back when the tubing clamp arrives to continue testing. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.